Manufacturer narrative:
Information added/updated to section b5.

Event description:
Edwards received notification from canada that a patient with a valve model 11500a25 implanted in the aortic position presented with increased gradients (mean gradient of 27mmhg) and severe central regurgitation caused by halt affecting the leaflets after an implant duration of three (3) months and ten (10) days. During initial procedure, a bentall procedure was performed by stitching a graft into the inspiris valve. Reportedly, the patient was readmitted for electrolyte imbalance and dehydration related to a gastrointestinal (gi) infection. Valve dysfunction was discovered incidentally during this hospital stay. The patient had heart failure and was on apixaban at diagnosis, later switched to warfarin. She remained hospitalized due to deconditioning and c. Difficile infection. Per response received, endocarditis was ruled out (normal white blood cell (wbc) scan, undetectable c-reactive protein (crp), normal extended cultures, and normal wbc count). The patient's gi infection was treated with antibiotics and was discharged home under monitoring. A follow-up transthoracic echocardiogram (tte) showed resolution of halt and the patient was indicated to continue under warfarin treatment for other 6 months. The physician commented that presentation of halt was unique in this situation as thrombus was present on leaflet tips symmetrically rather than on the bases of the leaflets.

Manufacturer narrative:
D6a. If implanted, give date. The implant date is only known as (B)(6) 2025. Thus, (B)(6) 2025 is being used to calculate the minimum implant duration. H11. Additional manufacturer narrative: provided CT imaging was reviewed. Limited imagery - en-face CT of the aortic surgical prosthesis. There is thickening of the leaflets in the region of the commissures. The video does not appear to visualize the base of the leaflets. No apparent calcification seen. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from canada that a patient with a valve model 11500a27 implanted in the aortic position presented with increased gradients (mean gradient of 27mmhg) and moderate central regurgitation caused by halt affecting the leaflets after an implant duration of approximately two (2) months and ten (10) days. Reportedly, the patient had been readmitted for electrolyte imbalance and dehydration related to a gastrointestinal (gi) infection. The valve dysfunction was an incidental finding during hospital stay. The patient was on apixaban at the time diagnosis. She remained hospitalized for further evaluation and anticoagulation was switched to warfarin.

Manufacturer narrative:
Information added/updated to section a1, a2 (date of birth), b5, b7, d4 (serial number, primary unique device identification (UDI) number and expiration date), h4, h6 (clinical code, type of investigation, investigation findings, and investigations conclusions) corrected data in section d6a (if implanted, give date) additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: images were available for evaluation. Per image evaluation, "limited imagery- en-face computed tomography (CT) of the aortic surgical prosthesis. There is thickening of the leaflets in the region of the commissures. The video does not appear to visualize the base of the leaflets. No apparent calcification seen. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Subclinical leaflet thrombosis (slt) is described as a thin layer of thrombus that can involve one or all three leaflets, with typical appearance on mdct as a hypo-attenuating defect of the leaflets, also called hypo-attenuating leaflet thickening (halt). There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors.

Event description:
Edwards received notification from canada that a patient with a valve model 11500a25 implanted in the aortic position presented with increased gradients (mean gradient of 27mmhg) and severe central regurgitation caused by halt affecting the leaflets after an implant duration of three (3) months and ten (10) days. During initial procedure, a bentall procedure was performed by stitching a graft into the inspiris valve. Reportedly, the patient was readmitted for electrolyte imbalance and dehydration related to a gastrointestinal (gi) infection. Valve dysfunction was discovered incidentally during this hospital stay. The patient had heart failure and was on apixaban at diagnosis, later switched to warfarin. She remained hospitalized due to deconditioning and c. Difficile infection. Per response received, endocarditis was ruled out (normal white blood cell scan (wbc) scan, undetectable c-reactive protein (crp), normal extended cultures, and normal wbc count). The patient's gi infection was treated with antibiotics and was discharged home under monitoring. Another echo was scheduled within the next three months.